Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were at work while they experienced low glucose values where the cgm was reading 76 mg/dl. A coworker called 911 at approximately 2:00 pm and when they arrived, they performed a finger stick and the blood glucose meter showed that patient¿s glucose values were in the 40¿s mg/dl. The emergency medical technician (emt) gave the patient food to raise the patient¿s glucose levels. At the time of contact, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. Reportedly, the patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Reportedly, the patient calibrated during periods when cgm values were not present. Labeling indicates: don¿t calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. When your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.